Event description:
Aphysician complained of their "eyes watering" every time physician used a scope that was disinfected with cidex opa. The room where the scope was used is a small room in which the only source of ventilation is keeping the door open. Contact of the physician's eye with scope processed in cidex opa and inadequately rinsed with water afterward could cause eye irritation such as watering of the eyes.